Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: during investigation, the original complaint of ¿pump beeps for no reason¿ was unable to be duplicated. There were no alarms in the history to match. The pump was opened and there was no damage to the piezo or piezo contact pads.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient said " the pump beeps for no reason at different times with no alarms in history to match issue". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.